Event description:
It was further reported that the rv lead was confirmed to be dislodged. The lead was revised and remains in use. It was reported that remote monitoring network transmission report generated as missing report and displayed 'managed ventricular pacing (mvp) mode switches cannot be generated' message. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Manufacturer narrative:
Continuation of d10: product ID ddpa2d4 lot# serial# (B)(6) implanted: (B)(6) 2025: product ID 5076-52 lot# serial# (B)(6) implanted: (B)(6) 2025: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported four days after implant that the right ventricular (rv) lead exhibited oversensing and no capture seen at full outputs. It was noted that there were some episodes that the implantable cardioverter defibrillator (ICD) labeled non-sustained ventricular tachycardia due to oversensing. It was also noted that there were increased and high thresholds and variable r-waves. Additionally, variability in impedance values were noted in both defibrillation and tip to coil pacing measurements. Additionally, the lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). It was further reported that the right atrial (ra) lead had slight variability in thresholds and impedances since implant. A chest x-ray was performed which indicated the rv lead had moved and the lead connection had changed. The patient was hospitalized for further investigation and reprogramming was completed. It was noted by the patient that they felt a "slight tingling" across their chest which they did not describe as pain. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.